Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose was 448 mg/dl at the time of incident. Customer reports they did received a calibration not accepted alert. The customer refused troubleshooting for high blood glucose level. The insulin pump and the sensor will not be returned for analysis.